Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument associated with this complaint and has completed its evaluation. The instrument was found to have a broken pitch cable at the distal clevis hub. The broken cable segment that contains the crimp was missing in the clevis. Missing crimp was approximately 0.046 x 0.032. The clevis did not exhibit any damage or wear marks. Isi has conducted a device history record (DHR) review for this device and did not find any non-conformances that were related to the reported event. The customer reported complaint does not itself constitute an MDR reportable event; however, the broken pitch cable found during failure analysis could cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that during a da vinci-assisted prostatectomy procedure, the surgeon felt the maryland bipolar forceps instrument stopped working. After the instrument was removed, a broken cable was noted. The customer performed an x-ray to confirm that no fragments were loose in the patient. There was no report of patient harm, adverse outcome or injury. Intuitive surgical, inc. (Isi) made multiple follow up attempts and obtained the following additional information: the customer that the surgeon retrieved all pieces from the patient and the patient has not experienced any post-operative complications.